Event description:
Upon reassessment of the reported event and additional information received, it was determined that the event reported under MFR #0001825034-2023-01551 is not reportable. The initial report was forwarded in error as a revision procedure never occurred.

Manufacturer narrative:
Upon reassessment of the reported event and additional information received, it was determined that the event reported under MFR #0001825034-2023-01551 is not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made to obtain additional information and at this time there is no additional information available.

Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01554, 0001825034 - 2023 - 01552, 0001825034 - 2023 - 01549. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no reason for revision, not product information, or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.